Manufacturer narrative:
Evaluation summary - the contralateral leg component was returned to gore for evaluation. Evaluation of the contralateral leg component showed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter, however the broken leading end was not returned for evaluation. The findings from the evaluation are consistent with the reported observations. The catheter separation was due to the polyimide guidewire lumen pulling out of the trailing olive. The root cause for the broken leading end of the catheter could not be determined with the currently available information. However, use outside the gore® excluder® aaa endoprosthesis instructions for use (IFU), likely contributed to the broken leading end of the catheter, specifically advancing outside the sheath and withdrawing the undeployed endoprosthesis through the introducer sheath. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states, do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4). The patient¿s medications include; aspirin, plavix, trazodone, lasix, renvela, pepcid, nitroglycerin, zoloft and acetaminophen. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. After successful deployment of the trunk-ipsilateral leg component, there was reported difficulty advancing the contralateral leg component into the contralateral gate. Pre-operative images reportedly identified thrombus and tortuous anatomy distal to the landing zone. Reportedly, in an attempt to advance the endoprosthesis into the contralateral gate, the physician elected to advance the delivery catheter outside of the sheath. When this reportedly proved unsuccessful, the physician attempted to forcefully withdraw the delivery catheter back into the introducer sheath. It was reported, the delivery catheter caught on the edge of the sheath and the device began to prematurely deploy distal to the contralateral gate. The decision was made to deploy the rest of the device where it was. After removal of the delivery catheter it was observed that the leading proximal olive had completely detached from the delivery catheter and remained ¿free floating¿ within the patient. The physician elected to implant an iliac extender component as a bridge between the trunk-ipsilateral and contralateral leg components, with the leading olive reportedly trapped behind the endoprosthesis. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.